Event description:
It was reported that insulin drips were intermittently not observed to be exiting the infusion set tubing during the load fill process. Additionally, it was reported that an occlusion alarm occurred. During troubleshooting an o-ring was identified on the pneumatic tap. Reportedly, customer reverted to manual injections for insulin therapy. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Reportedly, the customer administered a manual injection to address elevated bg level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.